Event description:
It was reported that during equipment setup conducted prior to the start of a surgical procedure, the rover power plug sparked. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
A field service technician was dispatched to the user facility to evaluate the device. The power module was found to be damaged, so the module was replaced and the rover was returned to use.